Event description:
On the day of the event, the patient was sweating and was confused, the cgm was reading 167 mg/dl and the blood glucose reading was reportedly 40 mg/dl. The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. B6 relevant tests/laboratory data,inclu - correction. H2 correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the patient was sweating and was confused, the cgm was reading 167 mg/dl and the blood glucose reading was reportedly "low". The patient´s husband called an ambulance and gave the patient a peanut butter jelly sandwich and 2 apple juices. It was reported that the patient was not able to treat herself at that moment due to the experienced symptoms of sweating and confusion. When the paramedics arrived and took a fingerstick, the blood glucose reading was 111 mg/dl. The patient was conscious at that time, no further treatment was provided, and the patient did not go to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.